Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. Device not returned to the manufacturer.

Event description:
As reported by rep: "case report: patient who underwent surgery approximately 12 years ago for a left total hip arthroplasty, presented with pain and x-rays showed a femoral head disassociation from the trunnion of the stem. The original stryker implants implanted were: accolade tmzf size 3x132 stem, a 32+8 v40 cocr femoral head, a size 50 trident psl ha hemispherical acetabular shell, with no screws, and size 32 e 10° x3 polyethylene liner. The patient was brought into the operating room, a revision hip was performed on the left side, the head was fractured from the trunnion on the stem. Rep confirmed the head had worn the trunnion down and became dissociated, the stem did not fracture, the head was free in the acetabulum causing impingement and metallosis. There was adverse local tissue reactions from the trunnionosis however the adductors were intact. Another company's revision stem was used, the trident cup was retained and a new 36mm size e 10 0° liner was put into the cup."